Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va02kqh, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) was not working. When trying to turn the stimulation on, the programmer did not work so the patient was given another programmer on (B)(6) 2015. However, the patient could not increase or decrease stimulation the following day. New batteries were placed in the programmer at the hcp's office, but the issue had not resolved. The patient reportedly saw a lightning bolt on the programmer, but when the patient's wife checked the device, there was no lightning bolt. The therapy was turned back on, but the settings still could not be increased. The patient was frustrated saying he knew what he was doing and the programmer did not work. Symptoms included "not enough stimulation in penis." Cause, actions, and outcome remain unknown. Follow up was conducted to obtain additional information. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.